Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The following procedures were performed, but indication phenomenon did not replicate. ·power on/off ·long-time continuous operation ·touch panel control (wb from touch panel) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a therapeutic procedure, the visera elite ii video system center exhibited touch panel error e333. The intended procedure was able to be completed with the same device since there were no problems with the images. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, no abnormalities were noted during visual examination. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.